Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed function test - downstream / distal occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information h6 medical device problem codes:a160105 corrected to a160106 additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation performed downstream occlusion testing and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion" alarms however, the frequency of the alarms isn't consistent with a constant error and there was nothing in the evaluation to suggest that these errors are false. The reported condition "downstream occlusion" was not verified. Should additional relevant information become available, a supplemental report will be submitted.